Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronic assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
It was reported that insulin pump was exposed to moisture. Customer's blood glucose was 8 mmol/l. Insulin pump would be replaced.